Event description:
It was reported that the pulse generator exhibited backup vvi. The hardware elective replacement indicator (eri) byte was checked, indicating that the device had not yet reached hardware eri. A device download was unsuccessful. The pulse generator was explanted and replaced due to unresolved backup vvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.